Event description:
During the implantation, the surgeon tested the product and found that the delta chamber was leaking.

Manufacturer narrative:
(B) (4). The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies.